Manufacturer narrative:
Initial reporter phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the customer "detached probe due to deflating porous balloon. Needed to reintubate the patient. Regular probe monitoring." It was reported "that it was impossible for them to retrieve the lot number. The lot number 4399254 communicated initially by the customer as a possible lot number, as they used the batch number they had on the shelf." The patient's identity is unknown. The patient was reintubated on (B)(6) 2023 with a new device. The event is currently listed as resolved.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: the returned sample does not correspond to the part number reported in the complaint. The returned sample was received used, in a plastic bag. Visual inspection found the sample does not correspond to ICU medical's products. A review of the device history record (DHR) for the reported item shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No action taken. The failure mode of ¿disconnection¿ was not confirmed.